Event description:
It was reported there is no lower display menu. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; no faults noticed during bench test. Analysis found the upper case, lower case, two side bail covers, and battery drawer are broken. Battery contacts are compressed. (B)(4).